Manufacturer narrative:
Analysis inspected 1 opened and used enlite sensor and found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of two instances where the sensor broke while trying to insert. The customer's blood glucose level was 7.2 mmol/l at the time of the incident. The customer stated that the needles retracted when they were trying to pull the sensors off the base. The product was returned for analysis.